Manufacturer narrative:
(B)(4). D10: nexgen lps-flex femoral component. Nexgen lps-flex articular surface. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently, a revision was performed due to infection. Attempts have been made and no further information has been provided.